Event description:
It was reported that the right atrial (ra) lead had unstable, high thresholds and intermittent capture. The ra lead had dislodged and pulled back into the superior vena cava (svc). The patient experienced dizziness and shortness of breath. The ra lead was explanted and replaced. No further patient complications have been reported as a result of this event.